Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the connector was separated from the infusion transfer set several times for 3-4 weeks with a leak; the last incident occurring on (B)(6) 2014. Patient stated he experienced elevated blood glucose levels up to 400 mg/dl; blood glucose level under control by himself. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.